Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The steerable guide catheter and the mitraclip delivery system (cds), were advanced. Grasping the leaflets was difficult due to the anatomy. After several attempts at grasping, the water level in the delivery catheter handle dropped, fluid leaked from the delivery catheter (dc) handle. The red cap was removed, and the water level gradually increased. Air may have entered the dc handle; however air did not enter the patient. Aspiration was not needed. The clip was not implanted and was replaced. There were no adverse patient effects and no clinically significant delay during the procedure. One clip was implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leaks could not be confirmed via returned device analysis as there was no leak noted during testing. The reported positioning failure (leaflet grasping), during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for both leaks. The positioning failure (leaflet grasping) was due to patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.